Manufacturer narrative:
As received, the battery was at eri voltage level. Device image was retrieved and analyzed, indicating elevated current within a period of the implant duration. This condition results from an increased duty cycle of the internal circuitry caused by the firmware. Actions have been taken to prevent reoccurrence. Additional testing was performed indicating normal device functionality and high current condition could not be reproduced.

Manufacturer narrative:
Device was received at eri voltage level. Analysis of device image showed high current drain due to increased pacing, consistent with an anomalous condition associated with the cyber security upgrade. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine checkup. Upon investigation, premature battery depletion was observed on the pacemaker. No significant device programming was reported that could explain the battery depletion. No intervention was performed. The patient was stable.

Event description:
Additional information received noted the pacemaker was explanted and replaced on (B)(6) 2020. The patient was stable and sent home the same day.